Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, all went well until the end of the procedure when the surgeon wanted to divide a section of the mesentery before performing the colostomy, the generator gave a long tone on the maximum setting and then an instrument error. The hand activate setting was deactivated and then we tried the foot pedal but the same tone and error occurred. The instrument was then disconnected and cleaned. Upon cleaning the blade broke off. They converted to suture ties during the procedure. It is unclear how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed.probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, there was nothing remarkable that happened during the procedure. The case was completed and the anastomosis was tested with no leak. The next day (B) (6) 2010 the patient presented with a gj anastomosis leak.